Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beep tones. The patient implanted with this ICD felt that it depleted prematurely.